Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found a piece approximately 5.08 mm x 2.97 mm was broken off. The broken piece was not returned with the instrument. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal.

Event description:
It was reported that during central processing procedure, the mega suturecut needle driver instrument was found to have the end broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the customer, but reporter was unable to provide any additional information about the complaint.